Event description:
It was reported that the bd ¿: type official product name/brand name and a short description of what occurred according to the customer. The following information was provided by the initial reporter: please capture a report for the verbatim noted below related to bd maxzero and the non-bd item curos alcohol cap. ¿they are difficult to thread on the connector on the alaris tubing. We noted it right away when we converted over a year ago. Staff are able to get them connected just more difficult than you would think. I don't believe it's a bd issue ¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.